Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings:investigation revealed that the battery compartment was cracked. The returned battery cap was damaged and could not fit securely to the pump; a test battery cap was used to complete testing. Unrelated to the original complaint, investigation revealed that the bolus button cover was missing and the display was blank. The display was replaced with a test display, but the test display remained blank. Investigation revealed a slave processor failure, resulting in the blank display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).